Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported the bending rubber cover was detached during reprocessing. The issue involved an olympus hysterofiberscope. There was no patient involvement.